Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-04475 and 1627487-2019-04477. It was reported the patient experienced strong back pain during the scs trial period. Reportedly, the patient went to the doctor four days after the trial procedure and was taken to the hospital. The scs extension implant site wound was found infected. Consequently, the patient's trial lead and extension were removed. Follow up identified the patient was stable and recovering.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-04475 and 1627487-2019-04477. Follow up information received identified the infection was treated with antibiotics and has resolved. The patient is reportedly doing fine.